Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an electrosurgical procedure on (B)(6) 2010. During the procedure, the electrode stopped cutting. Upon inspection, the surgeon noted that the tip of the electrode was broken. Another like device was used with no adverse pt consequences.